Event description:
It was reported that non sustained ventricular oversensing due to noise was observed on the right ventricular (rv) lead. No programming changes were planned. The patient was being monitored. There were no reported patient consequences.